Manufacturer narrative:
All available information was investigated, and the returned device analysis did not confirm the reported gripper actuation issue as the device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a conclusive cause for the reported gripper actuation issue could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the left atrium (la) and the grippers tested when it was noted one gripper did not work. Troubleshooting was unsuccessful therefore the cds was removed. Another clip was used to complete the procedure, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.